Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482, product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a fracture occurred. It was unknown if any factors led to the event. Measurement taken using the clinician programmer found the event. When the pocket was opened once, fracture was visually confirmed. The system was to be replaced on (B)(6) 2017. The issue was not resolved at the time of the report. The consumer¿s underlying disease was noted as dystonia. There were no further complications reported/anticipated. Additional information received from the representative reported the system was replaced.